Event description:
The customer reported they were unable to obtain an etco2 reading during a pt event. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported they were unable to obtain an etco2 reading during a pt event. There was no negative pt impact. The device was evaluated by a philips svc engineer. Replacement of the etco2 module resolved the reported symptom. The device passed testing and was returned to svc.